Manufacturer narrative:
H2/h9: this report is a correction as the recall numbers weren't submitted in the initial report.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history and functional testing confirmed the reported issue. The cause was traced to a faulty printed circuit board. As the device was found to be beyond economical repair, no repairs were performed.

Event description:
It was reported that the device displayed a force sensor bridge test error and a positive supply bridge test error. Per reporter, the issue was discovered during testing. There was no patient involvement. Evaluation of the returned device confirmed the errors were due to a faulty printed circuit board.